Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with air bubbles in the tubing and reservoir. They noticed the air bubbles during therapy. The customer¿s blood glucose level was 258 mg/dl, which they treated with manual injection. Troubleshooting was performed. The air bubbles were not removed successfully. They were advised to change the set. The product will not be returned for analysis.